Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, since the device was not returned for evaluation, the reported complaint could not be confirmed. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that error codes indicating a scope communication error were detected during a flexible bronchoscopy with bronchoalveolar lavage while using an evis exera iii xenon light source. An evis exera iii video system center and an evis exera bronchofibervideoscope were also used at that time. The procedure was delayed for 45 minutes with the patient under sedation, prolonging testing and delaying care of a critically ill patient. The procedure was completed with a different scope and another travel cart was made available in case the event occurred again. There was no further harm reported. The customer confirmed that the scope and video processor were used again in another procedure with no issues noted. Only the light source was returned to olympus. Since the root cause of the reported malfunction that caused the delay was not known, all three devices used in the procedure are being reported. This event is reported under the following related patient identifiers: (B)(6) - light source, (B)(6) - video processor, (B)(6) - bronchoscope.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has also been submitted on importer medwatch report #2429304-2023¿00095.